Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400732682. No samples or photos were submitted to the manufacturer for evaluation. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. While the reported issue could not be observed due to no sample or photos, yellowish valve on the product is a known issue and an approved project is in place to further address issues with yellowish valve. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was submitted to the manufacturer for evaluation. Through visual examination, yellowish septum was observed on the sample from lot # 25a01g8274. The reported defect is confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on complaint historical data, yellowish septum is a known issue. An approved project is in place to further address issues with yellowish septum. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
According to the complainant, prior to use, a 22 gauge (g) IV catheter was observed to have a yellow discoloration inside the blue hub near the tip in front of the valve. Upon inspection of the inventory, two additional 22g IV catheters from the same lot were found to have similar yellow discoloration in the same location. No patient complications were reported as a result of the event.